Event description:
It was reported that an unspecified quantity of 1000 ml evacuated containers from two (2) cases were damaged. This was discovered when the shipment of these containers were received. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The devices were not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.